Event description:
It was reported to boston scientific corporation on february 25, 2009, that an ultraflex covered tracheobronchial stent was used during a malignant stenosis procedure performed in 2009. According to the complainant, the thread was pulled as intended, however, the stent did not deploy in the covered area, only in the proximal and distal sections. The stent was removed, and the procedure was completed with a second ultraflex covered tracheobronchial stent.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.